Event description:
Caller reported a malfunction labeled as 199 on tandem source, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the issue recurs in the future.